Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure, after closing the stapler the device did not fire. Another reload was used to complete the procedure. The event occurred during the procedure but was not used on the patient. There was no patient injury.